Manufacturer narrative:
Batch review performed on 14 march 2022: lot 185825: 80 items manufactured and released on 15-nov-2018. Expiration date: 2023-11-05. No anomalies found related to the problem. To date, 76 items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medicla affairs director revision of a tha after 3 years from the index surgery in a (B)(6) patient. Continuous radiolucent lines are visible proximally both laterally and medial, suggesting that no proximal osteointegration took place. No information concerning patient general health status and the presence of comorbidities is available. Also, no radiographic history was supplied, so we cannot determine when the onset of the radiolucencies took place. No final conclusion can be drawn on this case.

Event description:
Revision surgery at 3 years and 2 months post primary for stem loosening. The stem, head and liner have been revised successfully.